Event description:
Additional information reported that a cause of the driveline disconnect was not provided, it occurred when the patient was sitting. The alarm has since resolved. On (B)(6) 2024 the patient had multiple no external power alarms from both power leads being disconnected from the system controller. The cause of the alarms was not identified.

Manufacturer narrative:
Section d4: corrected model and catalog numbers manufacturer's investigation conclusion: the reported event of a driveline disconnect and no external power alarms was confirmed via log file analysis. A review of the event log files contained data spanning approximately 12 days (14feb2024 ¿ 19feb2024, 24feb2024 ¿ 29feb2024 per timestamp). On 16feb2024 from 2:29:27 ¿ 2:32:43 and 18:57:42 ¿ 18:57:44 and on 27feb2024 from 22:39:36 ¿ 22:42:07 and 23:43:49 ¿ 23:44:56, no external power alarms activated due to both power cables being simultaneously disconnected. The alarms resolved after the system was reconnected to external power. The backup battery was able to provide power to the system during all no external power events. On 16feb2024 from 18:58:20 ¿ 18:58:25, the driveline was briefly disconnected causing the pump to stop and left ventricular assist device (lvad) off alarms to activate. The pump regained speeds above the low speed limit within 4 seconds of being reconnected. A review of the periodic log files contained data spanning approximately 96 days (on (B)(6) 2023 ¿ (B)(6) 2024 per timestamp). On (B)(6) 2024 at 2:31:53, a no external power alarm was active. The periodic log file captures events at designated intervals so the onset and resolution of the loss of power was not recorded. The backup battery was able to provide power to the system during the event. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Per the provided information, the patient was not sure of the cause of the alarms; however, the patient is known for not giving the full truth. The patient was reeducated on using their lvad. The root cause for the driveline disconnect was unable to be conclusively determined through this analysis. The root cause for the no external power alarms on (B)(6) 2024 and (B)(6) 2024 was determined to be due to user error by disconnecting both power cables simultaneously. The root cause for the no external power alarms on 31jan2024 was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2024-01273. It was reported that the patient's log files showed the pump was off for 5 seconds due to a driveline disconnect on 19feb2024.